Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power loss and insulin pump went off. Customer had air bubbles in tubing and reservoir at midway and air bubble approximate size was quarter of an inch which was noticed during therapy. Customer experienced high blood glucose of 317mg/dl which was treated with insulin pump and current blood glucose was 148mg/dl. Customer reports insulin exited at the quick release. Customer¿s infusion set cannula was curved over. Insulin pump will not be return for analysis.